Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set on (B)(6) 2026, as spring was detached from the outer ring of inserter and the event occurred during tubing unwinding prior to insertion. The patient replaced infusion sets, and resumed insulin successfully. No further information available.